Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the suction cylinder had discoloration, the switch box had a crack, suction stopper failed, a crack on the plastic distal end cover, insulation resistance value at distal end, damage to the aw tube, the channel tube had a scratch and the adhesive on the bending section cover was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance, a technician uncovered a raised and detached inner body of the connecting tube on the gastrointestinal videoscope. Upon inspection and testing of the returned unit, the forceps channel port had foreign objects. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.